Event description:
It was reported that prior to starting a da vinci s prostatectomy procedure the instrument cannula was checked using the gauge pin. As a result, the gauge pin got stuck in the cannula.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found a hairline indentation near the tip of the cannula shaft, approximately 0.90 in length.